Event description:
It was reported that customer experienced repeated cartridge alarms with pump, including cartridge alarm 30 occurring three times and similar alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump under warranty, confirmed address, and provided instructions on storage mode, returning problematic pump within specified time, and programming pump settings and reconnecting continuous glucose monitor on replacement device.